Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device powered on without display. There was no patient involvement reported.

Manufacturer narrative:
The device was not returned for evaluation. Customer requested a quote for a replacement display which was provided. At this time, additional information has not been provided and customer has not responded to the quote that was provided to them.